Manufacturer narrative:
Event summary: the patient data files showed at least fourteen applications were performed with catheter 2af284 / 55464 without any issues or system notices on the date of event. Clinical issues were encountered during the cryo ablation procedure (pericardial effusion and hypotension). Balloon catheter 2af284/55464 was not returned for investigation. In conclusion, clinical issues (pericardial effusion and hypotension) were encountered during the procedure. There is no indication of catheter malfunction related to the adverse event. The balloon catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively to a cryoablation procedure, a pericardial effusion occurred. Additionally, hypotension occurred as well. Pericardiocentesis was performed and the patient stabilized. No further patient complications have been reported as a result of this event.